Event description:
It was reported in a lawsuit that on and prior to june 17, 1997, the pt underwent treatment for a spinal cord injury, including an anterior cervical diskectomy. It is alleged that during the surgery, attempts to attach the suspect device were unsuccessful, requiring the surgeons to remove the previously placed plate and screws and replace them with a second set of plate and screws. It is further alleged that this removal and replacement resulted in an injury to the pt's spine.